Event description:
Caller reported an issue with a cgm error 42 and confirmed that the pump recently came out of storage mode. Reportedly the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.